Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery, while placing the plate, a part of it came off and no extra force was applied on the plate. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Mfg investigation action was performed. The investigation of the complaint articles has shown that: a review of the device history record revealed no complaint related anomalies. The device history record shows lot 7212942 of ti lcp vloar distal radius pl extra-articular right was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record determined the raw material lot 7035054 met all specifications. This part showed wear on the bone side of the shaft portion of the plate to the extent the anodize finish was worn off. The plate also showed wear on the top side where the edge chamfer meets the top surface. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.